Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of drainage is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volux¿ in mandibular area 1 ml on each side. Hcp notes patient experienced swelling and discharge. Delayed effect at a month and a half of injections. Symptoms on going.